Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the deep cut on the probe unit, the additional evaluation findings are as follows: cracked bending cover adhesive and found excessive play on the control knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope leak test failed. The event occurred during reprocessing of the device. There was no patient harm associated with the event. The device was returned and evaluated, and there was a deep cut on the probe unit. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the deep cut on the probe unit occurred due to incorrect handling at the facility. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿ultrasonic gastrovideoscope olympus gf type ue160-al5 chapter 4 operation 4.6 transportation of the endoscope transporting within the hospital [caution] do not hit or drop the distal end of the insertion tube when carrying the endoscope by hand. The ultrasonic transducer internal damage can result and/or the ultrasonic image will be abnormal.¿ olympus will continue to monitor field performance for this device.